Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine ¿2 mg" via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient had a feeling her pump was "messing up". The patient felt very ill using the pump. The patient was sick and "not anything having to do with biological sickness¿. The patient had thrown up all day, and was sleepy and shaky. It was ¿not usually how¿ they got sick. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-nov-2019 from the patient who reported that her pump was not working like it used to and she was still having to take additional pain pills. The first of this year was when she noticed that it was not helping as much as it used to. She wanted to know where she could look up information on her pump. The pump was delivering morphine at 1.3 mg/day. The patient did not know the concentration of the morphine. No further complications have been reported as a result of this event.